Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer remains blocked with the message "initialization of the telemetry head", which prevented the interrogation of two pacemakers that were implanted that day.

Event description:
Reportedly, the subject programmer remains blocked with the message "initialization of the telemetry head", which prevented the interrogation of two pacemakers that were implanted that day.